Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis indicated that the battery life expectancy was reduced as a result of the customer's failure to promptly address repeated red asi warnings. As a follow up with the customer, the proper maintenance of this device was reviewed. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the aeds red asi indicating the unit needs attention or servicing.